Event description:
A customer observed reproducible, (B)(6) vitros anti-hbc results for multiple samples from a single patient ((B)(6)) while using the vitros eciq immunodiagnostic system. The patient samples are considered (B)(6) based upon an alternate method and testing with other vitros (B)(6) assays. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, (B)(6) vitros anti-hbc results were obtained for multiple samples from a single patient. There was no evidence to suggest that an instrument or reagent malfunction occurred. Dilution of one of the affected patient samples yielded (B)(6) vitros anti-hbc results indicating the presence of an interfering substance within the patient sample. Therefore, the root cause of the event is most likely due to an unknown sample interferent.